Manufacturer narrative:
Device discarded by surgical site at time of explant.

Event description:
Patient had unilateral device removal due to pain and discomfort. Right side device. Device discarded at time of explant by surgery site.